Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 180104-000349; 180201-000685; 180201-000698; 180201-000709; 180201-000718; 180201-000731; 180201-000738; 171220-000553; 180104-000401; 180201-000630; 180201-000647; 180201-000666; 180104-000429; 180201-000762; 180201-000775; 180201-000784; 180201-000792; 180201-000800; 180201-000809; 180104-000447; 180201-000830.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, a loss of connection between the transmitter and smart device/receiver. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.